Event description:
Boston scientific received information that a day after this right ventricular (rv) lead was implanted, the device based testing on the lead were all normal, however the lead failed the initial defibrillation threshold (dft) test, and the vectors were then reversed at maximum output. An x-ray was taken and it was confirmed that the lead had dislodged. This rv lead was repositioned successfully, and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.